Event description:
Material #309628 lot #4276428. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: rcc received a complaint via email. 02/01 per customer syringe opened and packaging discarded. Pulled up prn morphine, dual verified number on syringe with another nurse at the pyxis. Medication brought to bedside and scanned. Upon double checking medication at bedside, this rn noticed that the lines on the syringe were farther from the tip than usual. A new syringe was acquired and syringes compared, significant difference noted (approximately 0.03 ml). Medication transferred to new syringe and dual verified prior to administering. I notified the nurses in my area. My assignment was busy with an unstable patient. When I had time, I went back to the supply cart and checked every 1 ml syringe and determined that all of the syringes with a certain lot number had the same printing issue. I notified my charge nurse, and she made an announcement to ensure the other nurses knew about the issue item: 309628 quantity affected:1cs serial/lot number: (B)(4). Additional information provided: 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 2/1/25.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Post investigation results indicate an additional failure of "barrel damage".

Manufacturer narrative:
(B)(4) follow up report for device evaluation: post investigation findings revealed the additional failure of barrel / flange damage. Four hundred and five samples were provided to our quality team for investigation. Three hundred and fifty-two samples were found to have no defects observed, therefore acceptable per product specification. Forty-seven samples were found to have skewed scale beyond acceptable limits, five samples were found to have missing print, and one barrel was found to be damaged. The conditions observed are non-conforming per product specification. Potential root cause for the scale marking and barrel damaged defects are associated with the marking process. Furthermore, a device history record review was completed for provided lot number 4276428. All visual inspections were performed as per requirement, with no quality notifications related to the complaint defect. Batch 4276428 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.